Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to confirm the alarms in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss alarm. There was no patient injury or adverse event reported.